Manufacturer narrative:
It was reported from the site that the patient had no labs result about the thrombus was found on the explanted impeller. It was stated that the pump was returned to the manufacturer. It was further stated that the patient expired the (B)(6) 2017. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Product event summary #hvad pump (B)(4) was returned for evaluation. Review of the manufacturing documentation confirmed that the associated pump met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via log file analysis which revealed an increase in power consumption starting (B)(6) 2017. 3 low flow alarms have been logged on (B)(6) 2017. Visual examination of the pump revealed abrasions on the upper and lower housing ceramic surfaces and on the inferior surface of the impeller. Dimensional verification revealed a deviation from the rear housing disc curvature specification. Post-explant functional analysis revealed that pump (B)(4) met pre-implant requirements with power average consumption of 2.02 watts; however, a power shift condition was present. Given that these deviations were not present prior to release of the device, they were most likely introduced during use. The abrasion marks found on the upper and lower housing ceramic surfaces and inferior impeller surface may have resulted in an imbalance of the impeller likely contributing to deviations in power. Independent pathology report revealed evidence of thrombus within the pump. The mechanical abrasions of the lower housing ceramic surface and matching surface of the impeller are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported high-power event can be attributed to external factors such as thrombus formation/ingestion. The low flow alarms may be attributed to thrombus at the inflow cannula; it is likely that the thrombus got ingested further triggering high watt alarms. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the anesthetist called and described an increase of watt and a high flow for over 30 minutes, flow was higher than 10 liters and watts kept increasing. It was also stated that the patient presented with low blood pressure. Decision made for exchange pump on (B)(6) 2017. It was stated that no thrombus was seen in the left ventricle (lv) or in the explanted pump. No additional information available.